Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain and that the system pops and locks up. Update: (B)(4) 2013 new litigation papers received. Comment: there is a doi discrepancy between new litigation and original litigation, the doi from the original litigation will remain, as it corresponds with the date of service listed in the invoice. Should we receive additional information, we will update if needed. There is no new additional information that would affect the investigation. Update (B)(4) - der received via sales rep. Updated dor ((B)(6) 2014), patient age, dob, height and weight, surgeon name and sales rep information. Updated cup and head details and added stem and sleeve products.